Event description:
It was reported that the insulin pump shut off and went black. Customer stated that she changed battery multiple times. It was found in the alarm history the insulin pump alarmed bad battery and weak battery. Advised the customer the battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.